Event description:
As reported by an Edwards Lifesciences field clinical specialist, a 26mm SAPIEN 3 valve, implanted in the aortic position, failed due to stenosis after an implant duration of 6 years and 4 months. Per review of the provided imagery by the Edwards Lifesciences clinical imager, the 26mm SAPIEN 3 valve was expanded to 91% of nominal (24.5 mm) at the waist. There was significant leaflet calcium, along with significant hypo attenuated leaflet thickening (HALT) on the right-facing cusp and mild HALT on the non-coronary-facing cusp. A valve-in-valve was successfully performed using a 26mm SAPIEN 3 Ultra RESILIA valve.

Manufacturer narrative:
Primary Unique Device Identification (UDI) Number: (b)(4). Investigation is ongoing.